Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing issues with pumping, as the patient was unable to operate the device. During evaluation, imaging indicated absence of fluid in the reservoir and a probable short segment of tubing discontinuity with kinking near the reservoir. During the surgical procedure, the tubing connected to the reservoir was observed to be slightly torn; however, the physician was unsure whether this occurred prior to or during explantation. All original components were removed and replaced. There were no patient complications reported.